Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing percept with the device for the last 3 months. A specific incident of accident or trauma is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by mechanical loads applied over time, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly had no hearing percept with the device from (B)(6) 2016. A specific incident of accident or trauma is unknown. The patient was re-implanted.